Manufacturer narrative:
Correction: h6: medical device problem codes. Additional information: h6((update codes), h11. H11: the device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
D4: unique identifier (UDI) #: the serial number (21) is unknown, therefore, the UDI number only will contain the device identifier (01). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump was having an issue of reversed flow (blood in the tubing). The pump was on standby when the nurse went to restart the infusion, and it was observed that the medication was not going into the peripheral intravenous line but was blood was backing up into the line before a system error message occurred. This occurred during patient infusion in the cardiac intensive care unit (cicu). There was no report of patient injury or medical intervention associated with this event. No additional information is available.